Manufacturer narrative:
The insulin pump was received with blank display due to shorted and burned electronics assembly and motor flex cable. The insulin pump was unable to perform basic occlusion, occlusion, prime and displacement test due to blank display. The insulin pump was received with scratched lcd window. The insulin pump received with cracked reservoir tube lip. The insulin pump was received with cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 587 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that there was no air bubble found. The customer was unable to complete troubleshooting due to blank display. The insulin pump will be returned for analysis.